Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging issues, and underwent a replacement procedure. The old ipg was replaced with an MRI capable device. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132; (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having charging issues, and underwent a replacement procedure. The patient was doing well postoperatively.